Event description:
It was reported that the insulin pump had reoccurring no delivery alarms. The blood glucose reading was 15 mmol/l. The customer agreed to use a new box of quick set and will call back if the issue persists. It was also stated that the alarm comes and goes. The customer ran a manual prime and the droplets exit fine. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.